Event description:
It was reported that the patient's implantable neurostimulator (ins) was never turned on after implantation because it was "broke". On (B)(6), 2011, the patient underwent surgery to check the "leads and electrodes" where it was determined that the electrodes were "bad". The patient met with their physician on (B)(6), 2012 where they were notified that the leads were "broken and not repairable" and was not a candidate for further surgery. Additional information was requested, but was not available at the time of this report.

Event description:
In the (B)(6) 2011 the patient felt the device system was not doing anything for him. He then experienced a shocking sensation in his neck. He underwent a revision surgery but nothing was removed. The shocking sensation resolved but continued to feel the device was not working. He then developed an infection in his neck wound. It was decided by the surgeon, neurologist and patient to have the entire device system removed with no plans of re-implantation. The doctor took swabs of all the components to test for infection. It was noted that the doctor did not know if it was a lead or extension break. Patient outcome was noted as no injury.

Manufacturer narrative:
Programmer model 37642 serial# (B)(4), extension model 37085-60 serial# (B)(4), implanted: 20110802 explanted: unk extension model 37085-60 serial# (B)(4), implanted: (B)(6), 2011 explanted: unk lead model 3389s-40 lot# v741376 implanted: (B)(6), 2011 explanted: unk lead model 3389s-40 lot# v741376 implanted: (B)(6), 2011 explanted: unk.

Manufacturer narrative:
Analysis of the implantable neurostimulator, model 37601, serial# (B)(4), found no anomaly. Analysis of the lead, model 3389s-40, lot# v11152444, found no significant anomaly. The outer insulation in the body was melted (suspected cautery artifact). Analysis of the lead, model 3389s-40, lot# v11152444, found no significant anomaly. The proximal end connector was broken (overstressed/damaged). Analysis of the extension, model 37085-60, serial# (B)(4), found no anomaly. Analysis of the extension, model 37085-60, serial# (B)(4), found no anomaly.

Manufacturer narrative:
Extension model 37085-60 (B)(4) explanted: 2012-(B)(6) extension model 37085-60 (B)(4) explanted: 2012-(B)(6) lead model 3389s-40 lot# v741376 explanted: 2012-(B)(6) lead model 3389s-40 lot# v741376 explanted: 2012-(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was told that both leads 8 and 9 had malfunctioned. The patient also reported that he fell several times but had not kept track of the occurrences.